Event description:
It was reported that customer's insulin pump had a button error. Customer's blood glucose was 8.8 mmol/l. Customer also stated that her insulin pump alarmed battery out limit in less than a week. Customer changed the battery but the issue persists. The buttons were not pressed for longer than three minutes. The device was not bumped or dropped. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were found. No button error alarm was noted. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, missing end cap sticker, a cracked belt clip slot and cracked battery tube threads.